Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated there were tool marks on the device header surface. The lv seal plug was torn, and body fluid contamination was in the connector block. The lv retainer ring was bent upward, which indicates excessive force was used to retract the setscrew. All setscrews moved freely, and operated normally. This crt-d was put through, and passed a series of automated diagnostic testing. Analysis testing could not confirm the field report of a setscrew issue, but the bent lv-retainer ring may indicate stuck lv- setscrew in the up position. The damage to the lv- retainer ring is consistent with induced damage. The device meets specification, electrically.

Manufacturer narrative:
This crt-d will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during the revision procedure of the associated left ventricular (lv) lead, the physician experienced difficulty loosening one of the setscrews on this cardiac resynchronization therapy defibrillator (crt-d). Several attempts were made using the wrench for this device, and also attempted using a competitor's wrench. The decision was made to explant and replace both the device and lead. There were no adverse patient effects reported.